Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-03983. All information can be found under manufacturer report number 1416980-2021-03983. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a amia automated pd cycler set had a connection issue with the transfer set. It was further reported that the patient was unable to disconnect the dark blue connector from the cassette tubing; "the patient cut the tubing and clamped off". This occurred after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.